Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up and the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.